Event description:
N/a.

Manufacturer narrative:
Due to character restriction in block e1. E1 event site telephone is (B)(6). Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11. Corrected field : e1 ( event site telephone ) , h6 ( medical device ¿ problem code ). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the customer¿s usage environment system cooling was inspected. The fse cleaned fans and internal components, reminded customer not to block the ventilation openings. The device passed all factory specified performance and safety tests. Device delivered back to customer and can be used clinically.

Manufacturer narrative:
Due to characterization limit e.1.: event site name, address, and phone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump (iabp), may require maintenance, it was being used on patient, there was no harm or injury to patient reported.